Event description:
Customer reported a no delivery alarm during a prime. Customer's blood glucose was 51 mg/dl. The customer was advised to change his infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.